Event description:
It was reported that during a lap gastric band implant procedure, the strain relief on the metal connector was loose. The device was implanted. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Date sent: 07/09/2009. Information is unavailable; device was not returned for evaluation.